Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii/IV and malposition.

Event description:
USA. Allegedly a patient who underwent a revision surgery on (B)(6) 2026, develop a capsular contracture baker grade iii/IV and malposition on her left breast. Revision surgery was required (25071145-14).